Manufacturer narrative:
(B)(4).

Event description:
A talent / aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was treated originally for a 69 mm in diameter abdominal aortic aneurysm, currently, the aneurysm is 89 mm in diameter. The patient had a thrombus filled neck and short iliacs. The device is well positioned with no obvious endoleak, but sac expansion is impressive. The left iliac limb has very little purchase, and the proximal neck is implanted in thrombus, so there is a possibility that either of these two landing zones could be experiencing endotension. The physician stated that he is going to monitor the patient. No clinical sequelae were reported.